Event description:
The reporter stated that the surgeon implanted a aa4204vf plate silicone lens. A capsular tear was notice and the incision was enlarged to remove the lens and a vitrectomy was performed. Surgery was completed with a different lens. No suture was required. The reporter. Stated that the capsular tear was not cause by the iol. The cartridige model that was used a mtc60c fp. The reporter was unable to provide the injector model or the injector and cartridge lot numbers.